Event description:
It was reported that the pump touch screen was unresponsive and unreadable. The customer's glucose level (bg) was displayed as "high". The high bg was addressed by drinking water and a correction injection, however after treating the high bg, the customer went to sleep and bg dropped, her mother checked on her and found she was unresponsive, so she treated with glucagon. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.